Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop, jaws unable to open_open after assist. The analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop causing that the jaws remained in closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one malformed clip was released. The remaining clip was conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the root cause of the advancer bypass issues. The device locked out as intended but the orange indicator was not visible. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sigmoidectomy procedure, the clip was not feeding into the jaw properly, the clip fell out easily. As the clip did not fall into the patient, no clips were left inside the patient. The surgeon commented as follows: the device might have approached the tissue forcibly, which seemed to lead this event. Another device was used to complete the procedure. There were no adverse consequences for the patient.